Manufacturer narrative:
(B)(4). A quality review was completed for this report of a check heater line alarm. This report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. The patient stated that she disconnected by accident. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check heater line alarm, this situation occurred during fill 1 of 5. The home patient (hp) stated that she disconnected by accident. The hp stated that the hc displayed power restored/fill 1/5. The technical services representative (tsr) reviewed the fill volume (fv)=13ml and assisted the hp with end therapy and getting the set out. The tsr explained that the hp could start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.